Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds were noted to have spiked earlier in the year. In addition, premature battery depletion was exhibited with the implantable pulse generator (ipg). A device replacement procedure was scheduled, and the rv lead and ipg remain in use. No patient complications have been reported as a result of this event.